Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
In 2008, the physician attempted to use a renu converter to repair another manufacturer's migrated graft. The male patient's anatomy was extremely tortuous. Initial insertion of the device presented trackability issues. In order to get around the tortuous iliacs, the physician had his partner place pressure on the abdomen to advance the device to the proper position. The same problem occurred when trying to dock the top cap. The gray positioner would not easily advance. All other steps were completed properly (trigger wires released, pin vise loosened and tightened, etc.). The stent graft migrated proximally and covered the renals. Attempts to pull the graft down with a 14x4 balloon were made. This was eventually aborted to avoid causing trauma to the artery. The patient was opened and the device was explanted. Patient was stable throughout procedure and patent flow at the end.